Manufacturer narrative:
Additional information: d9, h3, h6 and h10. The actual device and photo of the sample were received for evaluation. Visual inspection of the provided photos and the inspection by naked eye of the product shows the product dry. A brown streak was visible in the header cap. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted..

Manufacturer narrative:
Initial reporter facility name: the 968 th hospital of the joint logistic support force of the people's liberation army phone number: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside the cap of a polyflux 14l. This event happened before patient use. There was no patient involvement. No additional information is available.